Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with non-sustained rv oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed.

Event description:
New information received notes that programming changes were made. Another instance of non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were made.